Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently black. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.